Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a medial laparotomy on an unknown date in 2017 and suture was used. During midline closure, the needle pulled off the suture and the suture broke. Another suture was used to complete the procedure. There were no patient consequences reported. No additional information is available.